Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07699. (B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented with silent ischemia and was subsequently referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the first obtuse marginal (om) with 80% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was a de novo lesion located in the first obtuse marginal (om) with 80% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct stent placement of a 2.50x16mm promus element¿ plus stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal left anterior descending artery (lad) with 80% stenosis and was 8mm long with a reference vessel diameter of 3mm. Target lesion #2 was treated with pre-dilatation and with the placement of a 3.00x12mm promus element¿ plus stent with 0% residual stenosis. The next day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired due to congestive heart failure. The patient died in the nursing home outside of facility and was under hospice care prior to death.